Manufacturer narrative:
Please note that the device was returned and section d9 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
During the recovery of an optease retrievable vena cava filter, contrast showed that the side rod of the filter was fractured and the filter was covered with thrombus, which could not be removed for the time being and affected the success rate of the removal. The filter was removed two hours later. During the operation, to prevent the breakage of the filter and the thrombus from falling off in the body, another filter was placed above the filter and the subsequent recovery was carried out. The indication for filter insertion was prophylactic for pulmonary embolism (pe) which was placed near the second lumbar. The pe was documented via a lower limb vein ultrasound and a d-dimer test/examination. There was no history of dvt or blood clotting disorders. There was no deep vein thrombosis and no thrombus present at the delivery site. Anticoagulation therapy was given after the placement procedure. There was no contraindication for anticoagulation or recurrent pe in spite of anticoagulation. Pre and post imaging were completed. The inferior vena cava vessel measured 28mm. There were no peri/post procedural complications or delivery problems. The vessel characteristics were normal. The filter was also never in an acute or sharp bend in the delivery tube while it was out of the storage tube. The patient was taking warfarin. There was no migration of the filter. The patient did not have any chest trauma or CPR administered. The patient remains hospitalized, but the status is normal. Six jpg files were provided for review. All were pictures of monitor images. Jpg #1 this image showed an optease-like inferior vena cava filter (ivcf) in position in the ivc apparently inferior to the right kidney. The ivcf was oriented correctly with the capture hook in the caudal position. The tip of a catheter could be seen below the filter. A vertical nitinol strut had become fractured but was not separated. Thrombus was not apparent in this view. Jpg #2 this image showed the same ivcf as before with less magnification. A large gauge catheter was present in the cranial position with a deflectable tip catheter and an interventional guidewire protruding adjacent to the ivcf. Jpg #3 this image showed a large gauge catheter present in the caudal position with a deflectable tip catheter and an interventional guidewire protruding into the ivcf from below. Jpg #4 this image showed the ivcf captured at both ends and being drawn into the cranial catheter whilst it is anchored caudally. Jpg #5 this image shows the ivcf being further captured into the cranial catheter and what appeared to be snares protruding from the caudal catheter. Jpg #6 this image shows the ivcf was fully captured and was no longer visible in the image and the devices used to capture the caudal end being drawn into the cranial catheter. None of the ivcf remained in the patient. The device appears to have been successfully removed. Originally, the device was not returned and seven photographs were received. Per photo analysis, there were x- ray video frames of the filter implanted inside the patient. A filter fracture was also observed. Subsequently, the optease retrievable 55 was received for analysis. Per visual analysis, a separated strut bridge area was observed on the filter. The mentioned separated strut was not returned for analysis. Per microscopic analysis, sem analysis was performed on the received balloon unit to identify the possible root cause of the separated condition on the filter with the following results: sem results showed the separated strut area of the optease retrievable 55 filter presented consistent evidence of fatigue fracture on the struts¿ separated surface areas. In addition, non-metallic inclusions were observed near to the fracture origins. Ductile dimples were also observed on the struts¿ surfaces. Inclusions are non-metallic phases embedded in a metallic matrix. They are usually simple oxides, sulfides or nitrides derived from the chemical reaction of the molten metal with the local environment. Inclusions of the observed size are expected to be found in the material and are not uncommon. The ductile dimples observed on the struts¿ surfaces suggest that the filter was induced to a tensile force that resulted ultimately in the struts material separation. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 17939408 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿filter- fractured in patient¿ and ¿thrombosis in device¿ were confirmed by analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as operator technique, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿warning: filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism. Retrieval of the cordis optease® retrievable filter with a filter fracture present may result in complications.¿ neither the phr nor the product analysis available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
During the recovery of an optease retrievable vena cava filter contrast showed that the side rod of the filter was fractured, and the filter was covered with thrombus, which could not be removed for the time being and affected the success rate of the removal. The filter was removed 2 hours later. During the operation, to prevent the breakage of the filter and the thrombus from falling off in the body, another filter was placed above the filter, and the subsequent recovery was carried out. The device will not be returned for evaluation. Photographs were provided and available for review. The indication for filter insertion was prophylactic for pulmonary embolism (pe) which was placed near the second lumbar. The pe was documented via a lower limb vein ultrasound and a d-dimer test/examination. There was no history of dvt or blood clotting disorders. There was no deep vein thrombosis and no thrombus present at the delivery site. Anticoagulation therapy was given after the placement procedure. There was no contraindication for anticoagulation or recurrent pe in spite of anticoagulation. Pre and post imaging was completed. The inferior vena cava vessel measured 28mm. There were no peri/post procedural complications or delivery problems. The vessel characteristics were normal. The filter was never in an acute or sharp bend in the delivery tube while it was out of the storage tube. The patient was taking warfarin. There was no migration of the filter. The patient did not have any chest traumas or CPR administered. The patient remains hospitalized, but the status is normal. Six jpg files were provided for review. All were pictures of monitor images. The product was not returned for analysis; however, 7 pictures related to the reported failure were attached by the customer at the complaint file case(B)(4), the attached pictures are x ray video frames where a filter implanted inside the patient can be observed. A filter fracture can be observed as part of the pictures. A clinical review of the attached photos was performed. Jpg #1 this image showed an optease-like inferior vena cava filter (ivcf) in position in the ivc apparently inferior to the right kidney. The ivcf was oriented correctly with the capture hook in the caudal position. The tip of a catheter could be seen below the filter. A vertical nitinol strut had become fractured but was not separated. Thrombus was not apparent in this view. Jpg #2 this image showed the same ivcf as before with less magnification. A large gauge catheter was present in the cranial position with a deflectable tip catheter and an interventional guidewire protruding adjacent to the ivcf. Jpg #3 this image showed a large gauge catheter present in the caudal position with a deflectable tip catheter and an interventional guidewire protruding into the ivcf from below. Jpg #4 this image showed the ivcf captured at both ends and being drawn into the cranial catheter whilst it is anchored caudally. Jpg #5 this image shows the ivcf being further captured into the cranial catheter and what appeared to be snares protruding from the caudal catheter. Jpg #6 this image shows the ivcf was fully captured and was no longer visible in the image and the devices used to capture the caudal end being drawn into the cranial catheter. None of the ivcf remained in the patient. The device appears to have been successfully removed. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿filter- fractured in patient¿ was confirmed via photos provided by the customer as jpg#1 revealed a vertical nitinol strut had become fractured but was not separated. However, the root cause of the failure reported could not be conclusively determined. It is not possible duplicate this malfunction at the laboratory due to the nature of the complaint and the device was not returned for analysis. The reported adverse event of ¿thrombosis in device¿ cannot be confirmed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Per the optease instructions for use (IFU), filter fracture and tilt, a, are known potential long term events associated with the use of the complaint device. Penetration of the filter legs into the vena cava wall is considered part of the endothelialization expected when the device is left as a permanent implant, and does not represent a device malfunction. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include underlying patient co-morbidities, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
No product was received for analysis, instead 7 pictures related to the reported failure were attached by the customer at the complaint file. The attached pictures are x ray video frames where a filter implanted inside the patient can be observed. A filter fracture can be observed as part of the pictures. The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The complaint reported by the customer as ¿filter- fractured in patient¿ was confirmed. The root cause of failure reported could not be conclusively determined during the analysis of the received pictures and due to the nature of the complaint is not possible duplicate this failure at the laboratory ; therefore, it is not probable to establish whether it is related to the manufacturing process of the product. Although the picture analysis suggests that the filter fracture condition is confirmed, no corrective or preventive actions will be taken at this time until the product is received to proceed with a complete evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the recovery of an optease retrievable vena cava filter contrast showed that the side rod of the filter was fractured, and the filter was covered with thrombus, which could not be removed for the time being and affected the success rate of the removal. The filter was removed in 2 hours later. During the operation, to prevent the breakage of the filter and the thrombus from falling off in the body, another filter was placed above the filter, and the subsequent recovery was carried out. The device will not be returned for evaluation. Photographs were provided and available for review. The indication for filter insertion was prophylactic. The filter was placed near the second lumbar. The pulmonary embolism (pe) was documented via a lower limb vein ultrasound and ¿d-d examination.¿ there was no history of dvt or blood clotting disorders. There was no deep vein thrombosis and no thrombus present at the delivery site. Anticoagulation therapy was given after the placement procedure. There was no contraindication for anticoagulation or recurrent pe in spite of anticoagulation. Pre and post imaging was completed. The vena cava size was measured. There were no peri/post procedural complications or delivery problems. The vessel characteristics were normal. The filter was also never in an acute or sharp bend in the delivery tube while it was out of the storage tube. The patient was taking any ¿blood thinners¿, anti-platelet medications, iib3a¿s etc. There was no migration of the filter. The patient did not have any chest traumas or CPR administered. The patient remains hospitalized, but the status is normal. Six jpg files were provided for review. All were pictures of monitor images. Jpg #1 this image showed an optease-like inferior vena cava filter (ivcf) in position in the ivc apparently inferior to the right kidney. The ivcf was oriented correctly with the capture hook in the caudal position. The tip of a catheter could be seen below the filter. A vertical nitinol strut had become fractured but was not separated. Thrombus was not apparent in this view. Jpg #2 this image showed the same ivcf as before with less magnification. A large gauge catheter was present in the cranial position with a deflectable tip catheter and an interventional guidewire protruding adjacent to the ivcf. Jpg #3 this image showed a large gauge catheter present in the caudal position with a deflectable tip catheter and an interventional guidewire protruding into the ivcf from below. Jpg #4 this image showed the ivcf captured at both ends and being drawn into the cranial catheter whilst it is anchored caudally. Jpg #5 this image shows the ivcf being further captured into the cranial catheter and what appeared to be snares protruding from the caudal catheter. Jpg #6 this image shows the ivcf was fully captured and was no longer visible in the image and the devices used to capture the caudal end being drawn into the cranial catheter. None of the ivcf remained in the patient. The device appears to have been successfully removed.